Event description:
It was reported that during a lavh procedure, the doctor applied echelon flex on the tissue but the jaw was not opened. He pushed down the knife reverse button but still it did not work. So he had to change the 'body'. Procedure was completed with a same like product. There was no patient consequence.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. The device was received for analysis with no visual non-conformances and with a white cartridge reload present. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 03/29/2012. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify: so he had to change the 'body'. Does this mean that they pulled another device to complete the case? Or does this mean the procedure was changed due to the device not opening? If so please explain? On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Did the device fire prior to the jaws of the device not opening? Was there any difficulty removing the device from the tissue? If the device was on tissue , how was the device removed from the tissue? Was there any tissue damage? If so please explain? If there was tissue damage how was the tissue repaired? Is there any other additional information you would like to share about this device or procedure?